Event description:
It was reported that the system monitor screen froze and would not accept commands. The system monitor then shut off and came back on by itself. The system monitor then began to accept commands. The system monitor was sent to the hospital's bio-med department for evaluation and was placed back into circulation. The customer reported that there was no identifiable cause, but the screen did still freeze from time to time. The customer reported that the system monitor would then function normally after 2-3 minutes. The customer would monitor the system monitor's performance.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the report of the system monitor touch screen being unresponsive to touch could not be confirmed. Additionally, the report that the system monitor would shut off and then turn back on was not confirmed. No product available for investigation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.